Manufacturer narrative:
No blank display noted during testing. Unit had cracked case battery side and broken battery tube threads. The p-cap able to lock in place. Unit passed self test, active current measurement, sleep current measurement and displacement test. During visual inspection found motor and electronic stack moisture damage. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated battery compartment had chipped piece. Customer states the battery cap was neither damaged nor corroded. Customer stated that the display did not returned after restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.